Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a vibrate anomaly. The customer's blood glucose 90 mg/dl at the time of incident. The customer reported a failed battery alarm. The customer reported a vibrate anomaly after receiving a low battery and change battery alarm. The customer did troubleshoot and was unable to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify audio/vibrate anomaly, failed battery test alarm and low battery alert due to buttons not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.